Event description:
This lead was explanted and replaced due to total loss of capture in all pacing configurations and a pacing impedance >3000. There were no signs of crush under x-ray or kinks in the lead once removed. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 40 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approx. 38 cm distal to the is4 connector pin. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. These broken contacts were confirmed during the electrical analysis. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of an interaction with another implantable device, such as the generator housing. Diagnostic images clarifying this assumption were not available for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.